Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b5, d1, d4, g5. The complaint could not be confirmed. The cause of the event remains indeterminable.

Event description:
It was learned patient had a 23mm aortic pericardial valve in the aortic position that required valve-in-valve intervention.

Manufacturer narrative:
H11. Corrected data: h6 conclusion code remove "cause cannot be traced to device"

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) review could not be performed as the serial number is unknown. Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The complaint could not be confirmed. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification a patient with a 23mm pericardial valve in an unknown implant position underwent surgery for valve in valve replacement after an implant duration of approximately five (5) years, six (6) months due to unknown reason. A 23mm transcatheter valve was implanted by transfemoral approach.